Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a failed processor board. The archive data could not be downloaded due to a failed processor board. The platform and diagnostic service pc were able to communicate momentarily, and apvision3 software confirmed a system error 136 (internal parameter corrupted), confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The processor board needs to be replaced to address the reported system error. The customer declined the service repair. Therefore, service was not provided, and zoll scrapped the autopulse platform. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message. The customer has not provided any additional information about the cause or the time of the event. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.